Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse ensured that the leak was cleaned up, but did not observe an active leak. The fse replaced tubing at the diluent filter input and also removed a crimp in the waste tubing output (coming from the rbc and wbc baths). There were no leaks noted and the instrument performance was verified. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately one (1) quart from a coulter act diff analyzer just after instrument startup. The leak was not contained within the instrument and no error messages were observed by the customer at the time of the event. The customer could not identify the source of the leak, but noted that the white blood cell (wbc) bath and the red blood cell (rbc) bath were full of fluid and were not draining. The customer was wearing personal protective equipment consisting of a laboratory coat, goggles, and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.